Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.

Event description:
The medical director of the hospital reported, "patient had a right femur pertrochanteric fracture, treated with gamma 3 nail on (B)(6) 2011. Patient underwent surgery performed by orthopedic head physician, on (B)(6) 2013 in order to remove the broken nail. The nail was broken in the lag screw area.